Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a positioning sensor unit (psu) was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect positioning sensor unit (psu) has been received by the manufacturer for evaluation. The returned positioning sensor unit (psu) powered up without the amber fault light on, but a check of the event logs revealed failures. The battery, sensor and external voltages have been moving in and out of range. Positioning sensor unit (psu) passed accuracy tests. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that while outside of procedure, the navigation system switched to localizer not connected. Representative reported that the cable was checked and was unable to see any visible damage. In the usbview, representative as able to see mdt 422 and all the universal serial bus (usb)s and error logs show low voltage message to positioning sensor unit (psu). There was no patient present at the time of the issue.